Event description:
It was reported that the ipg was unable to communicate with external devices and deemed inoperable. It was also reported patient has not charged or connected for a year. As such surgical intervention is pending to address the issue at a later date.

Manufacturer narrative:
Section b3- date of event is estimated. Section a4: patient weight is unknown.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.